Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was returned with infusion reading but nothing was infused. The event occurred while in use with a patient. No patient injury was reported.

Manufacturer narrative:
Device evaluation: samples was returned for investigation. The samples were received with their original packaging and in unused condition. The sample was visually inspected under normal conditions; no damage, slits or discrepancies affecting the performance of the sample were detected during the visual inspection. Accuracy testing was conducted, the samples passed, thus, the reported failure mode was not confirmed. No fault was found with the device. The root cause was unable to be determined since the complaint was not confirmed because the sample was tested and successfully passed. No corrective actions were required since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).